Manufacturer narrative:
Based on the claim against the product by the customer noting one unfired staple fell out of the stapler reload, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested to have the blue sureform 60 reload be returned for evaluation; however, the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a sureform stapler 60 instrument was installed, and an unfired staple fell out of the blue sureform 60 reload. The surgeon had the assistant remove the stapler instrument, but the jaws would not open. The assistant turned the knob to open the stapler instrument jaws. The surgeon opted to get a new stapler instrument and new reload in order to complete the case. The staple was retrieved from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected and there was no damage noted. The surgeon does not know what caused the issue to occur. There were no instrument collisions during the case. Only one staple fell out and the surgeon removed the one fallen staple. The procedure was completed robotically. There was no harm or injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The patient demographic information was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The blue stapler reload was analyzed and found to have missing staples. Upon visual inspection, the reload was returned unfired and the knife was still in the garage. The reload was observed to be missing a staple near the distal end. The complaint regarding missing staples was confirmed by failure analysis,. Intuitive surgical, inc. (Isi) also receive the sureform 60 stapler instrument involved in this event. A reload was installed and removed from the sureform stapler with no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no failures. No damage was found. There was no problem detected.